Manufacturer narrative:
Images and the additional information were requested from the physician. Further information will be provided.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Also was implanted pxl161207/unk. Further information was requested.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of a type b complicated aortic dissection using gore(tm) excluder(tm) aaa endoprostheses. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2013. On (B)(6) 2013, the follow up CT determined that the maximum diameter of the aortic aneurysm/lesion was 19mm. On (B)(6) 2013, the follow up CT determined that the maximum diameter of the aortic aneurysm/lesion was 17mm. It was reported that on (B)(6) 2014, a distal type I endoleak was discovered. On (B)(6) 2014, a reintervention was performed whereby an iliac extension was implanted to treat the endoleak. No further adverse events have been reported.

Manufacturer narrative:
Also was implanted pxl161207/11030453.pxl161207/11030453 (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.images were requested but not available for analysis.according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of a type b complicated aortic dissection using gore® excluder® aaa endoprostheses. It was reported that the dissection started at the right renal artery and extended 4.5 cm to the right common iliac artery. Reportedly, the cause of dissection was hypertension. According to the physician, the dissection was fixed during the procedure. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2013. It was reported that on (B)(6) 2014, a distal type I endoleak was discovered. On (B)(6) 2014, a reintervention was performed whereby a gore® excluder® aaa endoprosthesis was implanted to treat the endoleak. Reportedly, the cause of endoleak was an iliac artery disease progression with dilation. No further adverse events have been reported. The patient tolerated the procedure.